Event description:
It was reported that the tip of the chondral pick broke during arthroscopic ankle surgery. Arthroscopic procedure had to be converted to an open procedure in order to remove the tip. No patient injury or other complications have been reported.

Manufacturer narrative:
Device investigation narrative - the instrument intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned instrument shows a broken pick at the shaft. The broken part was returned. There are no manufacturing abnormalities visually observed with the returned device. The tip of the pick broke during arthroscopic ankle surgery. The back is dented, possibly by the use of another unknown tool. The complaint was verified and the root cause was determined to be expected wear during use because the device is reusable and subjected to tapping. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).